Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer was able to charge the pump successfully by plugging the usb cable into a power source via computer. The customer¿s blood glucose level was 121 mg/dl.